Event description:
It was reported that a trained user of the ilet experienced fluctuating blood glucose values with hyperglycemia and hypoglycemia, including a high of approximately 300 mg/dl and a low of 39 mg/dl, and chose to return the device after clinician recommendation; the user reported frequent lows and acknowledged pausing insulin delivery and often not announcing meals while on a mediterranean diet. Symptoms included hypoglycemia and hyperglycemia. Outcomes included clinician-directed discontinuation of device use. Investigation included review of device data and user reports, troubleshooting, and patient education. Investigation of this case revealed no device alerts or alarms and no definitive device malfunction, with contributing factors likely related to user behavior, including frequent pauses and unannounced meals. It was concluded that the cause of the hyperglycemia and hypoglycemia was unclear and that the device function could not be confirmed as faulty. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.